Event description:
It was reported that the patient fell the wednesday prior to this report on an escalator. A change in stimulation occurred along with more back pain. Impedances were checked and found to be within normal limits and stimulation was adjusted for better coverage. Follow-up was performed to determine if any troubleshooting had occurred, if the cause of the event had been determined, if any intervention was required, and if the patient was receiving effective therapy. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, lot# serial# (B)(4), product type recharger product ID: 39565-65, serial# (B)(4) implanted: (B)(6) 2013, product type: lead. (B)(4).